Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first few clips that were fired were fine. The next few clips did not form correctly at the proximal end; at the apex of the clip was not formed. The tissue was thick and dense. They were able to complete the case using the device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, the case was completed using this device. Did somebody other than the primary surgeon fire the instrument? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.